Event description:
During the scs trial, the physician placed the dual octrode leads. During intra-operative testing, the left-side lead tested normal and exhibited low impedance values. The right-side lead did not appear to function properly and repeatedly showed high impedance. The physician attempted to disconnect and re-connect the lead from the trial cable multiple times to no avail. Suspecting it was a bad trial cable the lead was swapped from the left lead to the suspect right lead. The impedance still read invalid. It was then determined, to replace the problematic lead. With the new lead, all the issues were resolved and all contacts read valid impedance values. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.